Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on 06/29/2015 with the following results: the pump powered on to the "verify" screen with a dim and faded display. Unrelated to the complaint, a battery compartment crack was observed on the side extending from the threads down to the case seal. The returned battery cap was used to complete the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #2 correction submitted 7/29/2015. The alert date for follow-up #1 was (B)(6) 2015, not (B)(6) 2015 as previously reported.